Event description:
Upon return of the device, it was reported an incision and drainage (I <(>&<)>d) wound procedure was performed however no further information was provided on the procedure. Sepsis was listed as a preoperative diagnosis. No further information was reported.

Event description:
It was reported that the patient had a spine fusion surgery requiring multiple blood transfusions. During surgery, the intrathecal catheter was revised to accommodate the spine fusion.

Event description:
It was reported that the patient developed an infection secondary to a spine fusion surgery. The patient had spine fusion surgery performed on (B)(6) 2012 which required multiple blood transfusions. During the course of the surgery, the intrathecal catheter was revised to accommodate the spine fusion procedure. Medical notes indicated that the pockets of infection were near where the spinal hardware was rather than up the catheter tract. Therefore, the infection seemed to be due to the fusion surgery rather than the catheter revision; however, this was not certain. The pump and catheter were explanted on (B)(6) 2012 at which time a surgical cleaning of the infected sites near the patient's spine took place. The patient was hospitalized. 2 days later, on (B)(6) 2012, the patient expired. According to healthcare professionals (hcp) the cause of death was due to a PICC line perforating a blood vessel causing hemorrhage and leading to sudden cardiac arrest on (B)(6) 2012 and ultimately death. Hcps reported that the cause of death was not related to the device system. Hcps also reported that the infection was unrelated to the patient death other than that the PICC line was placed to treat the infection. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Product ID, 8780 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the patient's scoliosis surgery had been complicated by arterial bleeding, which required multiple blood transfusions. The infection was noted to be at the surgical site for spinal fusion, which had been performed on (B)(6) 2012. The patient was kept hypotensive during some parts of the surgery. She left the or with persistent hemodynamic instability and tachycardia. The patient developed a capillary leak, anasarca, and total body significant edema during the hospital course. The cause of death was reported to ultimately not be related to infection, but was likely due to a bleed secondary to central line placement. The line was present on (B)(6) 2012, and was placed to maintain vascular access during her hospital treatment. The device was removed because the infection at the fusion sites was immediately surrounding the intrathecal system, and the patient's physician was concerned for its spread into the catheter. On (B)(6) 2012 the patient's white blood cell count (wbc) was noted to be 20,000, and on (B)(6) 2012 the patient's wbc count was noted to be 24.9. In (B)(6) 2012, it was noted that the patient's death was not considered device-related. No additional information was available at the time of this submission.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.